Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the cutting size of 2.2 mm will not work without cutting the expansion of 2.4 mm, in a cataract surgery a cut expansion was performed, and the surgery was completed without any problem. Additional information has been requested and received stated that there was no impairment as a result of the event. There are 4 reports, this is 4 of 4 reports.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A non-qualified viscoelastic was indicated. The manufacturer internal reference number is: (B)(4).